Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 09aug2019. The field service engineer (fse) verified the reported condition. The fse replaced the display to address the issue. The ventilator passed all tests and operated within the manufacturing specifications. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined. MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported the ventilator had a dim display. There was no patient involvement.